Manufacturer narrative:
The device was returned to boston scientific for investigation. A device history record (DHR) review was performed and no issues or discrepanices were found. The DHR review showed that this device met all required specifications. A search in the complaint mgmt database was performed and no other complaints on this batch have been reported. Flushing was attempted to loosen up the device, but there were leakages due to fractured microcatheter and stabilizer. The stabilizer was completely jammed inside the microcatheter due to stretching of outer material and could not be removed from the microcatheter. Therefore, the distal end of the microcatheter was cut off 7.5cm from its tip and then a .020" mandrel was inserted inside the micro-catheter and successfully deployed the stent on the table. The stent looked normal without any anomalies. The distal tip of the microcatheter was flattened at the distal marker of the stent (9mm from tip), the microcatheter was accordion 47mm from its distal strain relief, the microcatheter was completely broke off 10mm distally from the accordion segment's proximal end and the stabilizer hypotube was kinked and fractured without its hub returned. Boston scientific cannot conclusively determine the cause of the user's experience.

Event description:
The physician reported during an intracranial stenting procedure, the device in question jammed up during deployment and the stent did not deploy. The system was withdrawn from the sheath, and the procedure was completed with another device of the same type. The physician reported there were no pt complications.